Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was verified that the instrument was already broken; it did not break during the surgery. The patient was not harmed. The case was successful.

Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing site: (B)(4). Manufacturing date: march 20, 2013. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during surgery when the protection sleeve was opened it was detected that the tip was damaged/chipped. The surgery was not prolonged and the patient outcome is fine. This is report 1 of 1 for (B)(4).